Manufacturer narrative:
An event of difficult removal and entanglement with the valve was reported. Information from the field indicated that the aortic root angle was 69 degrees and the starting implant depth was 4mm from the non-coronary cusp. The valve was deployed, and one retainer tab of the valve remained connected to the retainer receptacle of the delivery system for an extended period of time, over two minutes. Several manipulations with the wire and rotation of the delivery system were required to allow it to release. At the end of the case, the safari guidewire was attempted to be removed from the back end of the delivery system, and the wire met resistance and was unable to be removed. It was possible to free the wire and back the delivery system off the wire, maintaining wire access in the body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The complaint history was reviewed, and there was no indication of a lot-specific product issue. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that there was some tension in the system at the time of release. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The native aortic annulus dimensions were 72.5mm for perimeter, 403.0mm^2 for area, and 23.1mm for diameter. It was reported that there sufficient calcium to allow anchoring of the device. The aortic root angle was 69 degrees. During procedure, the starting implant depth for the valve at deployment was 4mm. The wire was pulled back to relieve tension in the system, and there was neutral tension at release. The valve was deployed, and one retainer tab of the valve remained connected to the retainer receptacle of the delivery system for an extended period of time, over two minutes. Several manipulations with the wire and rotation of the delivery system were required to allow it to release. At release, it was noted that the valve had moved up from its original position approximately 4mm, to 0mm for the final implant depth. No intervention was required for the valve migration. At the end of the case, the safari guidewire was attempted to be removed from the back end of the delivery system, and the wire met resistance and was unable to be removed. It was possible to free the wire and back the delivery system off the wire, maintaining wire access in the body. The gradient following the implant was 13mmhg. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.